Event description:
It was reported that the catheter was found to leak before the pre-rinse. The device was not used.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damaged was determined to be related to use of the device. One 4 fr single-lumen per-q-cath PICC was returned for investigation. The catheter was received in two segments. The tubing had been cut at the 29cm depth mark. The stylet had been retracted through the catheter and t-lock extension set. The distal tip of the stylet coincided with the 27cm depth mark. A 4mm longitudinal split that ran nearly parallel to the axis of the tubing was observed near the 0cm depth mark. A microscopic examination of the breach in the tubing revealed that the extent of damage was greater on the inner lumen wall, which indicates that the catheter was damaged from within the lumen. The adjoining surfaces of the split tubing revealed a granular appearance. This type of damage occurs when the stylet is repositioned within the PICC without flushing the catheter. The product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recr0171 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheter was found to leak before the pre-rinse. The device was not used.